Event description:
After a previous surgery, the patient fell at home, which resulted in the screws in the right hip breaking. The patient was admitted for hip surgery, which included removal and replacement of the screws.